Event description:
The IV pump was alarming that the current infusion was complete. Rn was walking past the room, so went in and found that the tubing was leaking all over the floor. The tubing is cracked at the connection between the pliable portion and the hard blue portion. The fluid was 0.9% normal saline bolus 300 ml to run over 30 minutes.